Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the suction valve of the duodenovideoscope broke and got stuck in the tube. The issue occurred during preparation for use for a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure. The procedure was delayed, and the patient was under deep sedation for six minutes. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and foreign material was confirmed to be clogged in the suction cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was determined that if the user inserts the suction valve diagonally or does not align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder, it may get stuck. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "operation manual: 3.5 attaching accessories to the endoscope. Attaching the suction valve: align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder". Olympus will continue to monitor field performance for this device.